Event description:
It was reported that customer experienced cgm error message while using sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset procedure, confirmed error message did not reappear, and successfully started new sensor session, with no further issues reported.